Event description:
The microcatheter (subject device) was returned with the atlas stent device and the visual/microscopic inspection revealed that the sdw (stent delivery wire) of the atlas stent had pierced through the lumen/shaft of the subject microcatheter. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 2 of 2 mdrs.